Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00999. This report is being submitted as additional information. Approximate age of device- 2 years, 9 months, and 16 days. Manufacturer's investigation conclusion: the replaced percutaneous lead (driveline) segment and pump were returned for evaluation. The report of a potentially compromised driveline can be confirmed based on the evaluation of vad-16450. Approximately a 19 inch segment of driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was returned assembled with the driveline severed approximately 6¿ from the pump body and 34¿ of the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the red, orange, yellow, green, brown, and black wires approximately 5.5¿ from pump body. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of red, orange, yellow, green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have also affected wire phases a, b, and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The shorts to ground would have caused the reported low speed/flow alarms and pump stop events, as seen in the submitted log files. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that were present while device was in operation. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The hm ii lvas IFU and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the outpatient clinic on (B)(6) 2018 after their system controller alarmed the day prior. Device interrogation revealed a pump stoppage on (B)(6) 2018 and two pump stoppages on (B)(6) 2018 while the patient¿s system was connected to a power module. The customer stated that the alarms occurred while the patient was bending to the side or bending at the waist and resolved with positional changes. The patient reported feeling dizzy at the time of the events with a headache the remainder of the day. It was also reported that the patient¿s driveline had a tear in the outer white coating near the bend relief. The customer suspected driveline damage. A log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and observed 3 pump stoppages and 8 low speed operations that all appear to have occurred while the vad was connected to the power module or mobile power unit. The customer was informed that this type of behavior has been linked to potential issues with the driveline. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement and approximately 18 inches of the external driveline was replaced. A couple of hours after the repair, a low speed advisory alarm was received while the patient was sitting in a chair. Evaluation of the additional log file submitted for review revealed a speed drop of 3110 rpm below the low speed limit while the system was connected to a grounded patient cable. The patient remained connected to a grounded patient cable following the low speed advisory; however, later that same evening experienced a pump stoppage. An additional log file submitted for review showed a low speed operation followed by a couple of pump stoppages at approximately 9 pm on (B)(6) 2018 while the system was connected to a power module. After the pump stoppage events, the log file showed that the patient was switched to batteries and there were no additional events through the duration of the file. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.